Event description:
On (B)(6) 2004, the pt was treated with four gore excluder bifurcated endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2007, the aneurysm sac measured 6.2 x 6.2 cm. No endoleak noted. On (B)(6) 2010, the aneurysm sac measured 7.4 x 7.4 cm. The pt was asymptomatic with no endoleak noted. On (B)(6) 2010, the pt underwent an endovascular procedure where three gore excluder aaa endoprostheses were used to line the endograft system. The pt tolerated the procedure.

Manufacturer narrative:
Method - a review of the mfg paperwork has been conducted. Results - the review of the mfg paperwork verified that this lot met all pre-release specifications. Conclusions - aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Please note add'l devices implanted: (B)(4), (B)(4), (B)(4).